Event description:
Report received of a pt death. It was reported that the pt was receiving post-operative pain management therapy using fentanyl. No specific pump programming parameters were provided. The pump was not isolated or identified by serial number. An unspecified independant autopsy reportedly indicated the cause of death was allegedly "due to fentanyl intoxication." Though requested, no additional info was provided.